Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end of the light guide fibers glass was worn and the light guide bundle is broken. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint is traced to component failure of the universal cord . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image anomaly. The issue occurred during inspection for use before the patient entered the room. There were no reports of patient harm.